Event description:
It was reported that the patient's system diagnostics impedance was within normal limits but that the patient's generator had reached near end of service condition (neos-yes). Normal mode diagnostics showed high impedance (dcdc-7), but per device design, this is expected due to the low battery condition observed. No further relevant information has been received to date. No known relevant surgery has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. Impedance was ok after the patient's generator was replaced, further indicating that the high impedance during normal mode diagnostics was a normal event from battery depletion and not related to a malfunction. Product return is not expected.

Event description:
It was reported that high impedance was detected on the patient's device. There were no recent major seizures or falls that could be recalled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.